Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding their implantable neurostimulator (ins) for complex reg pain syndrome type ii. Information was reported that two years prior to (B)(6) 2011 the patient had their first ins implanted and 2 months after the implant the ins did not work and the healthcare provider (hcp) approved MRI with the implant because the patient broke his neck c3 and c4. The ins was removed. No further complications were reported. No additional patient symptoms were reported.